Event description:
It was reported that the right ventricular lead was explanted due to no sensing when in bipolar configuration, intermittent capture, and low impedance was also reported. No patient complications have been reported as a result of this event.